Event description:
The patient was involved in a court case for workers compensation and was directed to another physician for evaluation. The physician suggested an MRI. When they went to the MRI center, they were told the patient couldn't have an MRI, but could have a CT scan. An error occurred and the patient did have an MRI; afterwards a CT scan. Following the event, the patient had bruising at the implantable neurostimulator (ins) site and the caller thought that the ins had possibly moved. While the stimulation was turned on, the patient felt stimulation in the wrong location and could not run each program separately. The patient also experienced a shocking or jolting sensation and an overstimulation sensation. The patient was at home and his status was reported to be "fair". The patient was leaving the stimulator off for now. The patient was encouraged to contact his health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.